Event description:
It was reported by the patient that the right ventricular lead impedance increased from 494 ohms to 757 ohms. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.